Manufacturer narrative:
The hvad pump (hw26287) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Serious and life threatening adverse events, including thrombus formation, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis revealed 12 high watt alarms logged since (B)(6) 2016. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 6.9w on (B)(6) 2016 outside of normal power consumption. Parameters returned within normal operation on (B)(6) 2016. Another rise in power consumption was then logged to a peak of 4.3w on (B)(6) 2016 outside of normal operation. Waveforms of this nature may be indicative of thrombus or a change in patient state. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that the patient had high watt alarms during the night. The hotline recommend to send the log files as soon as possible. The center sent the log files late afternoon. The power consumption was above the normal operating range when the log files were reviewed. The patient received systemic lysis. Unknown lab values were said to be elevated, no pump exchanged took place and the patient currently remains hospitalized.